Event description:
Country of complaint: (B)(6). Thread breaking.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Manufacturer narrative:
Manufacturing site evaluation: five samples were received in original packaging. Analysis and results: there are no previous complaints of this batch code. A total of (B)(4) units were manufactured and distributed, there are no units in stock. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. The samples received had a visual examination and the results of the scaled package and the suture fulfill the OEM requirements. Tested the knot pull tensile strength test of samples received and the results conducted on the sample received fulfills the OEM requirements. Final conclusion: complaint is not justified. Corrective/preventive actions: na.